Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/16/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn between the down arrow and contrast buttons. The up arrow, down arrow, and ok keypad buttons were properly responsive: the reported keypad-issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The relation of the aforementioned device failures to the reported keypad-responsiveness issue can not be determined, as the reported keypad-responsiveness issue would have to be duplicated to determine such. The following device failures are unrelated to the reported keypad-responsiveness issue: the contrast keypad button was not functional due to a missing contact. The display screen was dim and discolored due to an unidentified display failure. The battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. Also, it was reported that the keypad cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.